Event description:
I was using the heating pad for my sciatica. The first time it shocked me I thought I had done something wrong. The second time it shocked me, causing skin irritation so I quit using it completely as I knew something was wrong. I wasn't sure what to do and had actually forgotten about these incidents when I heard about the recall. FDA safety report ID# (B)(4).